Manufacturer narrative:
The associated r3 straight shell impactor was returned and evaluated. A visual inspection was conducted by the repair group which confirmed the threads were damaged. The instrument was repaired under repair order (B)(4). The device was manufactured in 2013. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary.

Event description:
It was reported the threads are damaged on the impactor.